Event description:
It was reported that the patient was presented for in clinic follow up. It was observed that the right ventricle (rv) lead exhibited high capture thresholds. The lead was capped and replaced on (B)(6) 2022. The patient was stable.